Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances on the right atrial (ra) and right ventricular (rv) lead. The rv pace impedances have been consistently low around 200 ohms, but the ra pace impedances have decreased consistently over the last year until the values became out of range at less than 200 ohms. Oversensed noise has also been observed and has resulted in inappropriate atrial tachy response (atr) episodes. At this time, the products remain in service. Reprogramming for the ra was performed and the patient is being monitored. The leads are a competitor's product. No adverse patient effects were reported.